Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device - 1 day. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has a history of gastrointestinal (gi) bleeding. The history of gi bleed happened during the patient¿s hospitalization that included the implant. The patient had 2 occurrences of gi bleed while hospitalized post lvad implant but before discharge. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.